Manufacturer narrative:
No button error alarms were noted. All buttons functioned properly. However, the pump had corroded keypad traces, a cracked belt clip slot, cracked battery tube threads, a broken reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm. Cracks to the battery compartment were also reported. Customer's blood glucose level at the time was unknown. No significant event leading up to the incident was mentioned.